Event description:
The following event was reported by a distributor in (B)(6) : the distributor reported a user interface module (uim), that does not power up, only the leds on the membrane panel are lit up. There is no gas delivery, just an audible sound. The distributor replaced the user interface module with a "good working one," and the problem corrected. The ventilator was not on a patient, when this problem occurred.

Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support shipped out a replacement user interface module. A returned goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for evaluation. As of 05/04/2015, carefusion has not received the alleged faulty user interface module.